Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a generator exchange and atrial lead revision procedure on (B)(6) 2021. The revision procedure was scheduled for right atrial (ra) lead as noise and high capture threshold was observed on the lead. The physician did not perform any revision on the ra lead but instead made programming changes to the lead on (B)(6) 2021. The patient was in stable condition.